Event description:
It was reported that during a lap oophorectomy procedure, handcontrol not working, replaced handpiece, but still didn't work. Replaced instrument from same box and it worked fine. There were no adverse consequences to the pt.